Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the use of the high-frequency instrument without maintaining sufficient distance from the tip led to the burnt forceps base. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the duodenovideoscope had a scorched forceps base and peeled adhesive around the light guide and objective lenses. There was no patient involvement.